Event description:
Healthcare professional reported "rupture" and "to down size¿. This record is for the left-side. Device has been explanted and will be returned.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported "rupture" and "to down size¿. This record is for the left-side. Device has been explanted.

Event description:
Healthcare professional reported "rupture" and "to down size¿. This record is for the left-side. Device has been explanted and will be returned.

Manufacturer narrative:
Continued e1 -- alternate phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.